Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  for about a year or more, patient(pt)has been experiencing pain on the left side of abdomen and goes to left hip (joint). Pt said they had gone to 6 doctors and had CT with contrast however can't determine the cause. Pt reports in constant pain, can hardly move left leg and can barely walk. When asked, no falls or trauma. Pt confirmed implanted components are on her right side of body. Associate hcp at managing hcp office suggested pt turn stimulation off for a period of time to determine if patient notices any difference. The circumstances that led to the reported issue were unknown. With instruction pt turned stimulation off. Pt said will leave stimulation off for about 4-5 hours. The pt was redirected to their healthcare provider to further address the issue. Pt said that hcp decreased the setting back down to 1.0 and this resolved the issue. Pt said that she went to hcp office for reprogramming as would like to go longer in between voids. When asked, patient said does have 50% improvement in symptom control since receiving the implant however would like to have more control. Pt said they turned stim back on and are going to the bathroom every 1.5 hours. Pt increased stim from 1.0 to 1.1 and their right leg started to hurt and their toes curled. Reviewed how to change programs. Pt was able to change programs and increase to a comfortable level.